Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. During the procedure, the surgeon passed both sides of the device. The surgeon performed a cystoscopy and discovered bilateral bladder perforations with sling device. The surgeon elected to remove the device and catheterize the pt for approx 72 hours. The surgeon opines the pt's obesity and improper passage of the device contributed to the event. The pt will be undergoing an obturator sling procedure to treat incontinence because the initial procedure was aborted.

Manufacturer narrative:
(B)(4). Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.